Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The issue was resolved by reprogramming the device. During the patients next follow-up, oversensing due to noise was observed along with increased capture threshold on the rv lead resulting in ineffective stimulation. Additional information was requested but has not been received.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular (rv) lead. The patient was in stable condition.